Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation with grade 4, tethered posterior mitral leaflet, and enlarged atrium. A mitraclip xtw was placed medially at a3/p3 and deployed. However, while the lock line was being pulled, it was noticed that the clip had opened from zero to a little more than 20 degrees with increase in color. The lock line was continued to be pulled back, and the clip did not open any further. To stabilize the clip, an additional mitraclip xtw was placed laterally, reducing mr to grade 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open while locked. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one fluoroscopic still image of the reported clip was provided. The fully deployed clip and sgc are in view, with no cds visible, indicating that the image was taken post deployment of the first clip after the cds was removed. The clip arm angle appears to be ~20°; this is an estimation based on visual assessment with the naked eye and is not confirmed. However, the clip does not present a significant clip arm angle. Per the instructions for use, the user closes the clip until the clip arms form a distinct "v" shape (fully closed) which is presented in the image provided. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.